Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿horizontal line (noise) appears, subject image is not recognizable, and image disappears afterward¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus senior field service engineer reported on behalf of the customer, the camera head¿s image had horizontal lines, noisy image and the image disappeared temporarily. This issue was found during maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Although the field service engineer was able to perform an on-site evaluation of the device, to date the device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.